Event description:
It was reported by the sales consultant that a patient was implanted on (B)(6) 2015 with 3cc cranios bone cement during a microvascular decompression procedure (mdd). According to the sales consultant, correct procedures were followed; however the surgical field was bloody per the scrub tech. Cement did not set after six to ten minutes. It was also reported by the surgeon that there was a concern regarding the cranios product and its inconsistency due to temperature. During surgery the cranios was setting but was not adhering to the bone and although the cranios was hardening, it easily popped out. A new box was opened and cement set fine. On (B)(6) 2015, the patient was brought back to the or and the cement was taken removed. A time delay of 15 minutes was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.